Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
International affiliate reports two mis single inner set screws loosened and withdrew from their assemblies post-operatively. Revision surgery is planned to remove and replace the products. However, the date has not been confirmed yet. The following mfg. Medwatch reports are being filed for the two set screws: mfg. Medwatch report nos. 1526439-2014-11501 and 1526439-2014-11502.